Manufacturer narrative:
One fiber arrived sterilized inside a plastic bag. A visual examination was conducted. An inspection of the proximal and distal ends of the fiber able showed that it is unlikely the fiber has been used. A break was observed. (B)(4) per exemption number e2012001.

Event description:
Customer called and stated the fiber was broken out of the box.

Manufacturer narrative:
No conclusions can be made at this point due to the fact that the OEM's investigation is still pending. Once investigation is completed and received by dornier medtech america, inc., this report will be amended. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001.

Event description:
Customer called and stated the fiber was broken out of the box.